Event description:
It was reported that in 08/02 pt underwent an unspecified abdominal surgery and gynecare intergel was used. It was reported that "unspecified injuries were experienced." Additional info received in 06/04 states that shortly following pt's surgery pt developed "extreme pain, swelling, and other serious injuries."